Event description:
It was reported the patient was unable to recharge the ipg with the charging system. A replacement charging system was sent to the patient. Follow up identified the replacement charging system did not resolve the issue. The patient was unable to communicate with the ipg using the programmer as well.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.